Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and abdominal sacral colpopexy, sigmoid rectopexy, enterocele repair, excision of vaginal mass and tah due to sui, anterior vaginal prolapse, uterine prolapse, menorrhagia and dysmenorrhea. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, fistulae, and dyspareunia. It was reported that patient underwent exploratory laparotomy with trachelectomy, removal of cervix, vaginal vault cuff abscess with removal of top of vaginal cuff, vaginal vault mesh that was attached to sacrum and anterior-posterior walls of the vagina was removed, and vault suspension using uterosacrals and round ligaments and mesh was removed on (B)(6) 2012 due to vaginal vault perforation and vaginal cuff abscess involving mesh from prior surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.